Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between homechoice cassette and the heater bag. The patient was connected during an unknown cycle of peritoneal dialysis. The line to the heater bag had become disconnected. The patient will start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.